Event description:
On (B)(6) 2011, the patient's mother contacted animas to report that several dates in the last few months appeared incorrect for total basal delivery when reviewing pump history. The reporter mentioned the patient has had erratic blood glucose readings; however, actual results were not provided. There was no mention of symptoms. At the time of troubleshooting, the patient's mother stated that the patient's 24 hour basal delivery is set at 7.6 units/day. When she reviewed pump history, total daily delivery (tdd) for (B)(6) 2011 was 5.12 units, for (B)(6) 2011 it was 2.44 units, and for january (B)(6) 2011 it was 4.89 units. Upon review of pump settings, it was discovered that the date and time were incorrect. The pump history showed date and time were changed on (B)(6) 2011. The patient's mother confirmed she replaced the pump's battery on that day; however, did not recall making any changes to pump settings, specifically date and time on verify screen when the pump was powered back on. Review of history indicates that pump date was changed to (B)(6) and set to 24 hour. The reporter confirmed correct battery type in use. There was no adverse event associated with this complaint. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the total daily dose was reviewed from (B)(6) 2010 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump accurately delivers 2.00 units/hr for 29-hr period. During investigation it was found that the bolus history accurately recorded bolus with time/date stamp. During investigation, failure was confirmed that the pump was unable to hold date and time and reset itself to default date and time. Pump opened for further analysis; leaking bt1 observed. DHR review: date of manufacture: 2009-05, software version/revision: e3a, within specifications when released: yes, discrepancies identified: no, comments: no.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.